Event description:
(B)(4). Initial report received on (B)(6) 2007 and follow-up received on (B)(6) 2007: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). (B)(4). This report involves a (B)(6) female patient who was administered sculptra (poly-l-lactic acid) 4.2 ml on (B)(6) 2007 for photoaging. Medical history includes c-section. No concomitant medications were reported. A physician reported that a patient started using sculptra on (B)(6) 2007 and since (B)(6) 2007 she is presenting with edema in the inferior region of her face. According to the reporter, this is a very important reaction. It was the first time that the patient used this product. She states that she used the dilution of 6 ml and she applied 4.2 ml. The physician further reported that the patient presented with a mild edema two days after treatment with sculptra. The sculptra was reconstituted with 4 ml of distilled water and 2 ml of lidocaine and injected in the region of the mandible, mustache and zygomatic area. The patient did local massage during the first week and no medicine was used as corrective treatment. Since this time, the symptom has been aggravated. The patient does not have any history of allergy and does not have any pathology that could explain this reaction. She states that this reaction is not a reaction of angioedema. The event was ongoing at the time of this report. Addendum for follow-up received on (B)(6) 2007: (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damage detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufacturer batches marketed in (B)(4). The review of the DHR (device history report) and of the analytical results of these batches didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional information received on 06-dec-07: (B)(4): the review of the DHR (device history report) and of the analytical results of the involved batch did not show any anomaly that could be related to the event that occurred. Therefore, according to the results obtained, we confirm the results of our previous investigation; there is no quality issue for this batch.